Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump battery intermittently could not be charged.